Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and visual : missing components were reviewed. It was determined visual : missing components has not caused or contributed to any deaths or serious injuries within the time period of (B)(6) 2018 ¿ (B)(6) 2022. In total, there have been zero serious injuries and zero deaths reports related to visual : missing components in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, visual : missing components associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50. D2b(procode).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement : (B)(6) 2019. Consignment hip instruments - 36+12mm head trial won¿t fit into the neck trial. All other trial heads fit, only the +12 seems faulty. Head impactor tip has a chunk of plastic missing so need replacing so it can be sterilized effectively. No delay. No ae reported. Action taken:trialed with +8.5 on trial stem. Did final trial with +12 on real stem once implanted. Impacted product: 253154000; articul tr ball grvd 36 +12 plastic head impactor tip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> the device was reviewed by depuy engineering melbourne in (B)(4) which states my assessment is that this complaint is due to wear and tear. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.